Manufacturer narrative:
A sample product was not returned for analysis. The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that one day after an intraocular lens (iol) was implanted, the patient was seen by the surgeon for a one day postoperative visit. During the visit, the surgeon noted that one of the haptics was broken and the lens subluxed. The lens was exchanged for the same model and power that same day. Additional information was requested.